Event description:
Additional information received reported that site reported ¿vantage pipeline 4.5 x 30 then 4.5 x 16 due to proximal due to proximal mobilization of the distal portion of the 1st stent.¿ this was for treatment of non-study aneurysms. The pipeline vantage cohort was not enrolling at the time of implant. Subject was successfully implanted with an artisse isf-075-040 (B)(6) on (B)(6) 2025 and was discharged on (B)(6) 2025. The second pipeline vantage stent was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline vantage had proximal mobilzation of the distal portion of the stent. Subject was enrolled in inspire-a based on successful treatment of the target aneurysm with successful artisse intrasaccular device isf-075-040. At one year follow up corelab commented flow diversion of internal carotid artery (ica). Clarified additional interventions beside aneurysm treated with artisse, embolization of 2 carotid siphon aneurysms using flow diversion technique (vantage pipeline 4.5 x 30 then 4.5 x 16 due to proximal due to proximal mobilization of the distal portion of the 1st stent). Baseline aneurysm characteristics: rupture status: never ruptured. Previously treated: no. Aneurysm details: saccular, right, middle cerebral artery, sidewall dome height 8.5 mm, width 5.5 mm, max diameter 8.5 mm, neck size diameter 3.5 mm. No patient symptoms or complications were reported.